Event description:
It was reported the patient has been getting ¿a lot¿ of urinary tract infections. The clinic assistant at the doctor¿s office tested the ¿machine¿ and indicated that the stimulator had moved and the ¿electrodes¿ were broken. The patient was getting stimulation down the leg and was advised to turn off the stimulator. It was stated that the patient was wondering if the event was associated with their disease, connective tissue disorder. A possible surgical intervention was noted as the doctor had not yet made a determination. However, it was also indicated that there was a planned explant and that it ¿may be a year¿ before a revision could be done. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(6); product type extension product ID 388928, lot# 0207437481; product type lead

Manufacturer narrative:
Product: ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).